Manufacturer narrative:
(B)(4). Method: the fascia and valve system (without the manometer) of the complaint rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare in (B)(6) for inspection. It was visually inspected for physical damage. The returned valve system was fitted with a known good manometer and performance tested based on the neopuff technical manual. Results: no physical damage was observed to the returned neopuff components. The valve system passed the performance test. A lot check revealed no other complaints of this nature for lot number 160215. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All neopuff units, including the manometers, are visually inspected for any defects and performance tested for functionality prior to leaving the production line. Those that fail are rejected. We are therefore unable to determine what may have caused the problem reported by the hospital as no fault was found with the returned neopuff components. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A hospital in (B)(6) reported that the replacement valve assembly of an rd900 neopuff infant resuscitator was faulty. This was found during the performance check, prior to patient use.

Manufacturer narrative:
(B)(4). We are in the process of obtaining the complant device to determine if fph's product has caused or contributed to the reported event. Our investigation is in progress and we will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6), reported that the replacement valve assembly of an rd900 neopuff infant resuscitator was faulty. This was found during the performance check prior to patient use.